Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: medical product: tibial articular surface provisional left size cd: catalog#42517000303, lot#64921835; tibial articular surface provisional left size ef: catalog#42517000505, lot#ni. A visual inspection of the returned item found it to exhibit signs of repeated use (nicked / gouged) and has fractured on the lateral side of the post feature. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: tibial articular surface provisional left size cd: catalog#42517000303, lot#ni; tibial articular surface provisional left size ef: catalog#42517000505, lot#ni. Multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2022-00704; 0001822565-2022-00720. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that three tasps fractured during a total right knee procedure. It was reported that there was no patient impact and no further information is available.